Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 48 months and 27 charging cycles were recorded to the device memory. During the analysis of the available iegm's noise was observed in the three channels, consistent with the lead to lead insulation abrasion observed during the lead analysis. Hence a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The inspection of the ICD memory revealed no anomalies. Particularly, the recorded iegm's demonstrated a correct device behaviour with regard to the therapy functions of the ICD while the device was implanted and in service. Next, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD proved to be fully functional during analysis. No relation between the ICD and the patient's death was found.

Event description:
Ous MDR - it was reported that after explantation an insulation damage was observed. The patient died. It was also reported that the death was not related to lead or device function. The date of patient expiration was not communicated.